Event description:
Medwatch form rec'd from user facility that states: "pt admitted for debridement of left heel. Abdominal skin flap applied to heel. Post-operatively on pt controlled analgesia infusion pump. Complained of nausea and was medicated. 15 minutes later found in code arrest. Life support ultimately withdrawn." The customer reporter was contacted for further info. The pt expired while the device was in use. The pump was infusing morphine 1 mg/ml, pt controlled analgesia dose of 1.5 mg with an 8 minute pt lockout; unk if a 4 hour limit was set. The pt rec'd either phenergan or benadryl (unk which) for nausea and was later found in code status. There was no indication of any pump malfunction, the expected amount of morphine remained in the vial. The pump history indicated that the pt was requesting pt controlled analgesia doses less frequently than the allowed 8 minute lockout intervals and the amount of morphine requested/delivered was as expected and not out of the ordinary. The exact cause of pt death remains unk. No autopsy was performed as the pt's living will stipulated his body would be donated to the university of arizona and no autopsy was to be performed. No add'l info was available.